Event description:
Patient was implanted with a elevate device on (B) (6) 2008. On (B) (6) 2008, it was reported that the patient had urinary incontinence which was treated by pelvic muscle therapy. It was resolved on (B) (6) 2008. No further information was provided. Lot/serial # not provided.